Event description:
The patient and a manufacturer representative reported that the patient had a possible pocket infection. The patient had swelling and redness at the implantable neurostimulator (ins) pocket. They were seen by their implanting physician and the pocket was aspirated. The patient was placed on antibiotics and underwent a pocket washout on (B)(6) 2016. The cause of the issues was not determined but samples from the pocket were sent to the lab for analysis. All system components remained intact at the time of the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.